Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Granuloma: unable to observe since it is a medical event and is not related to the device. Additional observations: one opening in anterior side assessed as surgical damage. White particles were observed on the shell. No further actions are required as the device was implanted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, granuloma, and textured implant.

Event description:
Healthcare professional reported against left side "recall for textured" and later capsular contracture baker grade unknown and "foreign body giant cell reaction". Device has been explanted and replaced.